Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. There were no patient consequences post-surgery.

Event description:
It was reported that the patient presented in clinic with pre-syncopal episodes and experiencing paresthesia in the left upper extremity. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited gradual increase of pacing impedance and capture threshold. No changes or interventions were done. The patient was in stable condition.

Manufacturer narrative:
Correction: section d10 - concomitant medical products and therapy dates were added.